Event description:
It was reported that the patient was seen in the clinic for a follow-up. The device tech reported that the right ventricular (rv) lead was malfunctioning. The patient was sent to the ER. Device interrogation noted the rv lead to have exhibited a failure to capture and over-sensing of noise leading to pacing inhibition. The rv lead was capped and replaced on (B)(6)2024. Fluoroscopy during the procedure, showed signs of subclavian crush. There wer e no adverse health consequences, the patient was stable.